Event description:
Reporter indicated a vns wand was unable to interrogate patients on a consistent basis, even after replacing the wand battery. The suspect wand was returned for analysis. Analysis of the wand identified that the serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared, the wand then performed per specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.